Manufacturer narrative:
It was reported that onset of pancreatitis and cholangitis were recognized after stent insertion and patient died 6 days later since implantation of stent based on procedure description. Device was not returned as it was not removed from the patient's body. As a result of confirmation of device history record for this device, there was nothing special identified and it passed successfully the criteria of manufacturing and inspection. Exact cause of death is unknown since autopsy was not conducted and no obvious malfunction and/or defect was reported. In addition, it is hard to explain the link between patient's death and stent insertion as it is impossible to identify the exact root cause without device and it is hard to recreate the situation at the time of procedure and post-procedure. It will be monitored for the similar adverse event reported. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
On (B)(6) 2015: ddt2210 was implanted to a patient with duodenal stenosis from metastasis. Since it was not enough to cover the whole length, ddt2206 was added. On (B)(6) 2015: next day onset of severe pancreatitis was recognized. Date unknown: onset of cholangitis was recognized. On (B)(6) 2015: patient died. No obvious malfunction/defect has been reported. As a treatment right after the onset of pancreatitis, doctor attempted to implant pancreatic duct stent endoscopically, but location of the duodenal papilla could not be confirmed as ingrowth of tumor was severe. As a result, pancreatic duct stent could not be implanted. Exact cause of death is unknown as autopsy was not performed.